Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
After opening the packaging of this product, the surgeon found foreign material attached to the implant's surface. The surgeon used a different implant to complete the surgery.

Manufacturer narrative:
A photograph of the patella in the field was returned that depicted a small hair on one of the pegs. As returned, the hair was not found on the patella or in the packaging. A review of the device history records identified no deviations or anomalies. This device is used for treatment. A previous investigation concluded that while a single hair can potentially elevate the overall bioburden of the product, the eto sterilization and validation to a sterility assurance level of 1.0 x 10-6 gives a high degree of confidence that the debris is sterile and poses low risk to the patient. This event is related to the device packaging; however, debris in the package is addressed in the pfmea and the occurrence of this event is below the acceptable pfmea occurrence.